Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with bifurcated, a vela suprarenal, and two limb extension. On (B)(6) 2017, we were made aware that the patient had an unknown endoleak along the left margin of the device. An intervention is planned but has not been scheduled. There has not been any additional patient sequelae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ii and unknown endoleak distal left iliac along the left margin of the device. Additionally there was evidence to reasonably support the following procedure-related harms: bilateral above the knee amputations with wound revisions 17 days post implant, bilateral thrombectomies and fem-pop grafts were placed (pre-existing popliteal aneurysms) for an urgent presentation of critical limb ischemia. The most likely cause of the loss of seal, procedure-related harms, and the final patient disposition could not be ascertained due to the lack of medical information surrounding the event and the repair procedure. There have been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.